Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with complaints of dyspnea on exertion on (B)(6) 2019. The patient was found to have hemoglobin at 5.6 with an inr of 2.1 and guaiac positive stool. The patient was admitted for symptomatic anemia. The patient was transfused with a total of 3 units of packed red blood cells during admission. An esophagogastroduodenoscopy (egd) and bleeding scan were performed. Egd showed no gastritis and no signs of active bleeding and the bleeding scan was negative. Inr was 2.0 at discharge. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.